Event description:
On 6/10/86 device was implanted. On 7/11/94 a tandem cuff was implanted. On 2/10/97 the entire device was removed from the pt and replaced due to recurring incontinence - the device was not working.